Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(4). (B)(4) attune. Clinical notification received for right total knee revision secondary to osteolysis. Event is serious and is considered moderate. Event is related to device and is not related to procedure. Doe: (B)(6) 2018. Doi: (B)(6) 2014. Dor: (B)(6) 2018. (Right knee).